Event description:
Pt was admitted in 1997 for elective total hysterectomy, bilateral salpingo-oopherectomy and discharged in stable condition 3 days later. Post-operatively the pt was seen in the clinic 6 days later with a diagnosis of "wound infection". Cipro was prescribed. Pt was seen again the next day with complaint of "broken sutures" and was discharged to continue cipro for infection. Pt was seen for follow-up after six weeks post-op visit noted incision healing, no problems.